Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad not responding' which was reproduced during service by troubleshooting the device. The cause was determined to be a keypad buttons 1, 4 and 7 were not working as intended. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad was not responding. The second key from the left on the top row was not working and that using the slide clamp was able to turn on the pump. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.